Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix the l2-l5 using expedium was initially performed on a patient with degenerative scoliosis on (B)(6) 2015. About 2 months after the surgery, the reported si set screw was found backed out. Thus the revision was performed on (B)(6) 2016. Only the backed out screw was replaced with another screw, and other screws were tightened by a torque wrench. There was no surgical delay. The patient is currently being followed-up.